Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope image transmission was intermittent. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material in the light guide rod lens based on the results of the investigation the cause of the intermittent image transmission was likely due to degradation. Based on the results of the investigation the cause of the foreign material in the light guide rod lens could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.